Manufacturer narrative:
Additional information: g3, h3, h6 arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2024 by the journal of surgical oncology titled ¿primary acl repair in a selected patient cohort: a prospective single cohort study¿. The study reviewed sixty-one (61) patients who underwent a primary acl repair using arthrex fiberwire, tigerwire, fibertag and suturetape to address soft tissue approximation and/or ligation. During the forty-nine (49) month follow-up period, one (1) patient experienced an intraoperative failure. Ref: al kindi, I. Et al. Primary acl repair in a selected patient cohort: a prospective single cohort study. J orthop 61, 127-132, doi:10.1016/j.jor.2024.09.020 (2025).